Event description:
It was reported that the rv lead was explanted due to inappropriate therapy caused by sensing and capture issues. The inappropriate therapy occurred when anti-tachycardia pacing progressed to cardioversion, and was felt to be due to scar tissue resulting in capture loss. Lead repositioning was attempted, but was unsuccessfull due to helix retraction issues. No further patient complications were reported as a result of this event.